Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that insulin pump had leak on reservoir compartment and high blood glucose. The blood glucose at the time of the incident was 200 mg/dl, blood glucose was over 300 mg/dl. The customer was assisted with troubleshooting, declined to troubleshooting for high blood glucose. Treated high blood glucose with bolus. The device will not be returned for analysis.